Event description:
Patient reported left side reoperation due to "implant malposition due to the pt's body type". Healthcare professional later reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported left side reoperation due to "implant malposition due to the pt's body type". Upon further review, the event is not device related. Healthcare professional later reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side reoperation due to "implant malposition due to the pt's body type". Upon further review, the event is not device related. Healthcare professional later reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Patient reported left side reoperation due to "implant malposition due to the pt's body type." Healthcare professional later reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.